Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The sheath was not kinked as reported. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A proxy syringe, filled with water, and flushing tool connected was used to flush through the marker lumen. Fluid was observed coming out of the marker port while depressing the plunger of the syringe; thus the reported blocked marker lumen was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is possible that under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 7fr sheath, after an interventional procedure. Reportedly, the proglide device was flushed prior to the procedure; however, once advanced into the patient anatomy, no pulsatile blood flow was achieved from the marker lumen. Under fluoroscopy the sheath of the proglide device was seen bending at one point. After the proglide device was removed, further attempts to flush the device were unsuccessful. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.